Manufacturer narrative:
A field service engineer (fse) was dispatched who inspected the alignment of the waste shoot. It showed that the bottom shoot was misaligned that allowed the tips to get stuck between the middle and bottom shoot. Fse removed all the shoot and verified that tech bulletin aia-900-t066(e) was already installed. Fse also cleaned all the shoots and reinstalled them correctly. Customer calibrated instrument . Verified instrument operation. No further actions is required by the fse the probable cause of the event was waste shoot issue. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported error 4153 (c trans home overrun) with their aia-900 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event, which resulted in delay in reporting of patient results for ctnl2 patient result. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.